Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that administration of vinblastine PICC line fractured whilst administration of vinblastine. Hematology consultant informed. Discussed with lead chemotherapy nurse to commence d.m.s.o applied 1 applicant, on further looking into the new policy as now advised vinblastin is a non-dna binding vesicant drug and requires warm compression only. The patient¿s arm had got worse due to the extravasation, requiring antibiotics. From the initial assessment redness was worse with some numbness and discomfort to the arm still requires monitoring from plastics.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed biological residue on the catheter. A functional test of flushing the catheter using a 12 ml syringe of water was performed. A leak was observed between the 42 cm and 43 cm depth marks. A microscopic observation revealed the split where the leak was found had somewhat rounded edges, and the fracture surfaces were observed to be rough and uneven. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.